Event description:
During the initial implant procedure, the guidewire was unable to be inserted into the left ventricular (lv) lead. An lv lead malfunction was suspected. A replacement lv lead was implanted to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the inner coil was stretched/compressed/offset/damaged at the distal portion region and s-curve region of the lead due to procedural damage. The cause of the reported event was due to the stretched/compressed/offset/damaged inner coil.